Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) due to being unable to use his controller to deliver insulin. The patient's blood glucose levels reached an unknown level. The mother reported the patient was not being careful with his controller and dropped it. This caused damage to the outer case, and the patient could no longer use it. Symptoms and treatment were not provided. It was also stated that the patient was still in the emergency room (ER) at the time of the report. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.